Event description:
It was reported that the patient presented via merlin.net and was asymptomatic. Review of the transmission revealed that the right ventricular (rv) lead exhibited oversensing noise, resulting in pacing inhibition and the right atrial (ra) lead exhibited oversensing noise, resulting in inappropriate automatic mode switch (ams). A fracture was noted on both ra and rv leads. The physician elected to explant both leads and replace them with new leads. The patient¿s condition remained stable following the procedure.

Manufacturer narrative:
The reported events of lead fracture and noise were not confirmed. As received, a partial lead was returned in four pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the partial lead did not find any anomalies except for procedural damage. Additional findings unrelated to the reported event indicated that visual inspection of the partial lead found two external insulation abrasions breaching the sheath with intact silicone insulation beneath proximal and distal to the suture sleeve tie impression consistent with friction to the device can and friction to another device or feature of the heart.